Event description:
Procedure: lap assisted distal gastrectomy. Reportedly, the device could coagulate the tissue properly and some bleeding occurred. The bleeding is described as oozing which was stopped by placing a clip on the vessel. There were no reported adverse affects to the pt.